Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported deaths. Death is listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional patient effects reported in the articles are captured under a separate medwatch report. Age or date of birth: mean age. Sex: majority gender. Date of death was estimated as (B)(6) 2019. Date of event was estimated as (B)(6) 2019. The tendyne device is not marketed in the u.s. Or similar to a device marketed in the u.s. The UDI is unknown as the part and lot numbers were not provided. Date of implant was estimated as (B)(6) 2019.

Event description:
This article is a retrospective single study experience to assess the characteristics and outcomes of patients undergoing transcatheter mitral valve replacement (tmvr) with the tendyne system in comparison with those undergoing transcatheter edge-to-edge repair (teer) with a mitraclip. Tendyne mitral valve system (abbott medical), mitraclip system (abbott structural heart), or a non-abbott teer device were associated with this study. The article concluded that the tendyne system led to substantial reduction of mitral regurgitation (mr) and left ventricle (lv) reverse remodeling than teer. In contrast, the 30-day mortality rate was higher after tmvr with the tendyne compared to teer. Perioperative and post operative complications for teer: unchanged mr, stroke, major life-threatening bleeding, and 4 deaths (3 of them due to cardiovascular causes). Additionally, 8 out of the 17 patients treated with tendyne had a prior history of failed teer procedures. A total of 67 patient were eligible for the study and only 17 patients underwent tendyne mitral valve replacement and 46 were treated by teer (mitraclip or a non-abbott teer device) from april 2019 to october 2021. Details are listed in the article titled, "characteristics and outcomes of patients undergoing transcatheter mitral valve replacement with the tendyne system."